Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had fault: error codes 46876, 5044. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in overall good condition. The event history log confirmed error code 46876 occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty mainboard. The mainboard was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.